Manufacturer narrative:
The investigation determined that higher and lower than expected vitros amon quality control results were obtained from two levels of non-vitros control fluids using vitros amon slides on a vitros 5600 integrated system. The most likely assignable cause is analyzer related, as a within-run amon precision test was outside of ortho clinical diagnostics (ortho) guidelines, indicating the vitros 5600 system was not performing as intended. Following completion of service actions that included microslide incubator decontamination, unacceptable vitros amon within run precision results were observed on two different amon slide lots which would suggest the amon precision issue is not a slide lot issue, but instead is most likely an instrument related issue. An ortho field engineer (fe) has been notified to return to the customer site for further service actions. The investigation is ongoing.

Event description:
The customer observed higher and lower than expected vitros amon quality control results from two levels of non-vitros control fluids using vitros amon slides on a vitros 5600 integrated system. Level 2 result: 98.09 and 99.19 umol/l vs. Expected 80.0 umol/l. Level 3 result: 170.643 umol/l vs. Expected 231 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Although there were no reports of affected patient sample results, it cannot be confirmed that patient sample results were not affected and would not be affected if the event were to recur undetected. There were no allegations of patient harm. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).